Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported pseudomonas infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 6 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a pseudomonas infection that is currently being treated. The pseudomonas is on the surface at the exit site and not yet in the wound or pump pocket. The patient has had the infection for longer than 6 months and event date is estimated to (B)(6) 2017. The lvad team is treating the infection with antibiotics and chose to not treat with more aggressive at this time. The patient is doing well and was discharged on (B)(6) 2017. No further information was provided.